Manufacturer narrative:
(H3) the disassociation reported may have been due to drilling the center cage/peripheral peg holes at an angle, not fully seating the cage glenoid component at the time of implantation, patient-related conditions, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation and x-rays were not provided.

Manufacturer narrative:
Pending evaluation concomitant device(s): (B)(4), equinoxe, humeral stem primary, press fit 13mm, (B)(4), equinoxe, humeral head short, 44mm (alpha), (B)(4), equinoxe replicator plate 1.5mm o/s.

Event description:
Approximately 4 mos postop the initial rtsa, this (B)(6) female patient experienced a right shoulder dissociation or polyethylene. Last xray shows a migration of the central peg due to disassociation with poly. The case report form indicates this event is related to devices and not related to the procedure. Action taken: patient not impaired at the moment. Revision to be discussed at next visit (B)(6) 2022. Outcome: continuing. This event report was received through clinical data collection activities.